Event description:
It was reported via phone call that customer experienced high blood glucose. Customer blood glucose was 500 mg/dl and current blood glucose was 227 mg/dl. Customer was treated with high blood glucose with insulin pump. The customer stated that the he was using insulin pump system within 48 hours. Customer was using the auto mode feature at the time of event. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.